Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos and photographs were submitted and reviewed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during the initial procedure, multiple punctures were made in attempting access to the left femoral artery. Following manta deployment oozing was present at the access. An angiogram revealed a small dissection present and balloon inflations were applied. Dissections are a common large-bore procedural complication. Therefore, cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU was reviewed and lists precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, the safety and effectiveness of the manta device have not been established in the following patient populations: patients who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site, arterial damage, and/or vessel laceration or trauma.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reported as: post angiogram dissection noted. Left groin site is oozing post manta deployment. Entered catheter and long j-wire into left side to take imaging of left groin/manta deployment. Small dissection noted to left femoral artery. Balloon catheter opened and prepped. Balloon catheter advanced over the wire to left femoral angiogram of left femoral artery. Balloon catheter removed over the wire, wire removed. Closure device used to close puncture site in right femoral vein. Hemostasis achieved. No swelling, oozing or bleeding noted at the sheath site(s).